Manufacturer narrative:
Continuation of medical devices: 6935 lead, implanted: (B)(6) 2017; 4968 lead, implanted: (B)(6) 2017 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the cardiac resynchronization therapy defibrillator (crt-d) was pacing at 30ppm - 40ppm and the clinician questioned why the device was pacing at this rate. The clinician noted they were going to consult with the patient's cardiac physician. No further information was provided. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Device low rate pacing was present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the device was confirmed to be performing as expected. No patient complications have been reported as a result of this event.